Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Motor, not able to duplicate issue. Not set up to test underload. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: beds, mattresses, rails. Motor, not able to duplicate issue. Not set up to test underload. Dealer is stating that the head motor will come down on its own when the head is elevated up gradually.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer is stating that the head motor will come down on its own when the head is elevated up gradually.